Manufacturer narrative:
Concomitant medical products: 4298-88 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was "doing fine going to dialysis appointment and suddenly expired." The patient's spouse inquired if the cardiac resynchronization therapy defibrillator (crt-d) provided therapy or not. Additional information has been requested, however, is unavailable at this time.